Event description:
It was reported that:the drager vaporizer was in place and locked, an adjacent tec-6 vaporizer was on, the opeator was unable to obtain a fresh gas flow. There was an audible leak in the area of the drager vaporizer. The vaporizer was replaced and fresh gas flow was restored.